Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic conducted a post market clinical follow-up (pmcf) survey to seek out potential new risks and assess performance medtronic¿s paramount mini and visi pro balloon expandable stent systems. Survey results received for an interventional cardiologist with 29 years¿ experience who was been using the paramount mini stent system since 2019 and the visi pro stent since 2016. For palliative treatment of malignant neoplasms in the biliary tree, the physician has performed 51 procedures using the paramount mini stent system, with all of these being carried out within the last 12 months. The respondent reported device related complications of bleeding requiring transfusion associated with peripheral interventions. The event was considered to be somewhat concerning. The respondent reported the following device related complications associated specifically with pta or stent placement for occlusive or stenotic disease, allergic response in persons with known allergic reactions to 316l stainless, and stent thrombosis or occlusion requiring intervention. All of these events were reported to be somewhat concerning.